Manufacturer narrative:
The mis x-tab cannulated screw was returned for evaluation. Visual inspection revealed a driver tip lodged in the drive feature of the shank. Other than that, there are no issues with the screw that can be seen. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month trend analysis was not conducted for the mis x-tab screw as there was no product problems reported nor were any issues found during the device evaluation. No corrective action/preventive action is required at this point as there have been no issues identified in the manufacturing or release of this device. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While operating on a large patient with very hard bone (the level mis tlif using viper 2 and concorde bullet), the tip of the modified block inserter broke during decompression. The ends/tips a polyaxial driver and a viper2 t20 hexlobe driver shaft broke while to deepen the placement of an s1 screw. The mis cannulated x-tab screw was believed to have been compromised and was removed intra-operatively the last remaining driver. The broken instrument tips were retrieved but discarded into the sharps container. There procedure was extended by twenty minutes and there were no adverse consequences to the patient. The following medwatch reports are being filed for the devices that were involved in the event: mfg medwatch report nos. 1526439-2014-11433, 1526439-2014-11434, 1526439-2014-11435, 1526439-2014-11436.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.